Manufacturer narrative:
Continuation of d10: 459888 lead, implanted (B)(6) 2019. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the mobile programmer application was unable to change the left ventricular (lv) configuration from it previous configuration. It was noted that the lv polarity screen was blank. The mobile programmer application displayed no telemetry when the issue was observed. Troubleshooting steps were taken to include ending the session and reinterrogating which resolved the issue. It was further reported that the programmer could not establish or maintain telemetry with the cardiac resynchronization therapy pacemaker (crt-p). A connection was eventually established. The device remains in use. No patient complications have been reported as a result of this event.